Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis toric intraocular lens was explanted from patient¿s left eye due to the patient experiencing poor visual acuity. There was no incision enlargement, and no vitrectomy required. A new lens was implanted. Patient reported to be doing fine post exchange. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 4/30/2019. Device returned to manufacturer: yes. Device evaluation: the product was received in a lens case for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation there is no indication of product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: in review, it was noted that the incorrect date of implant and incorrect affected eye were inadvertently entered in the initial emdr report; therefore, those information have been corrected in this supplemental report. The following fields were updated accordingly: event: the affected eye was the right eye (od). Implant date: (B)(6) 2018 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.